Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial number (B)(4), lot number 62608. The reported events of choroidal effusion, low intraocular pressure and maculopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced intraocular pressure of 3 mmhg, maculopathy, and choroidals in the right eye against the xen®45 gts. Patient was put on atropine, taper of prednisolone, and will be monitoring clinically for now. The event of choroidals have resolved and maculopathy is improving but iop remains at 3 mmhg. The device remains implanted.